Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports having pain in the stoma for the last week to week and a half. End user states there is no swelling but redder and increased pain when evacuating stool. End user went to the emergency room yesterday and the doctor noticed a laceration of the stoma just above skin level that he said was probably from the appliance. The doctor did a digital exam and noticed nothing else, however the end user says whenever the stoma is touched there is a lot of pain. End user saw a general surgeon but only blood tests were done as she has been dizzy for approximately 1 week. Was sent 2 samples of the device which she used for four days and now has gone back to the larger size device. End user also states she has a small mucosal separation as well.